Event description:
Related manufacturer reference number: 3006705815-2022-17693. It was reported that patient was not getting adequate relief for low back pain. It was determined that both leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 wherein both leads were moved up one vertebral body. Therapy was restored in postop.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.